Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed as supplier related. The returned sample was found to exhibit the same features as a known issue. However, because a lot number was not provided, it could not be confirmed with certainty if the sample was manufactured prior to or after implementation. The returned product was a 20g x 0.75¿ powerloc max safety infusion set. The y-site luer adaptor contained a longitudinal crack traversed from the orifice of the connector to the mold indicator. The crack in the y-site luer adaptor leaked when the sample was flushed. This event was likely related to a known supplier related issue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer, "multiple huber needles are leaking. There was no harm to the patient, or any adverse events." It was reported this occurred with ten devices. This report addresses the first device.

Event description:
It was reported by the customer, "multiple huber needles are leaking. There was no harm to the patient, or any adverse events." It was reported this occurred with ten devices. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.